Event description:
After the birth of my last son, I had the essure implanted. Since then, I've had bad bleeding, cramping and constant headaches. I've been to numerous doctors and nothing is physically wrong with me and is all pointing back to one thing, the essure implant. So now I'm(B)(6) and my only option to live pain free is a hysterectomy. This is completely unfair.